Event description:
As reported, during use in patients of these fogarty embolectomy catheters, in numerous occasions, the tip was too flexible causing the external sheath to break and the steel core to come out. No further information was provided. Patient demographics unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Based on further information received, updated b5 to "as reported, during inflation maneuvers while using in one patient this fogarty embolectomy catheter, the balloon broke and the spring inside the balloon was exposed; what generated a possible risk of injury to the vessel and intra-operative bleeding. There was no allegation of patient injury.", d4 (the possible model references were provided, the exact model could not be confirmed), h6 (clinical code) and h6 (device code). Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). Finally, it was further informed that the device was not available for evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. Nevertheless, an image was provided for review. Based on the image evaluation, the report of damaged catheter tip was confirmed. Image showed the balloon tip of a green-tubed catheter. Balloon tip, distal of the distal windings, was bending left. Distal portion of spring tip appeared to have detached from distal windings, and was not covered by balloon latex. The manufacturing process has the controls to detect conditions related to balloon, windings or spring tip. In addition, in the instructions for use IFU, it is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed. Based on the available information there is no evidence that supports or confirms theses failure modes are associated to a manufacturing or design defect.

Event description:
As reported, during inflation maneuvers while using in one patient this fogarty embolectomy catheter, the balloon broke and the spring inside the balloon was exposed; what generated a possible risk of injury to the vessel and intra-operative bleeding. There was no allegation of patient injury.